Manufacturer narrative:
Device was received with case cracked behind the insulin pump near the battery compartment and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family member reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 458 mg/dl at the time of incident. Customer also stated that the also stated that the insulin pump was damaged and there was crack on down the back on the battery side. It was also stated that the reservoir lip ring was damaged. Customer declined trouble shooting for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions and also advised them of the 48-72 hour warm up for auto mode. The insulin pump will be returned for analysis.